Manufacturer narrative:
Concomitant products: 694265 lead, implanted; (B)(6) 1999.

Event description:
It was reported that an alert was triggered due to out of range impedance on the right atrial (ra) lead. Lead testing also revealed non-capture and noise; a fracture was suspected. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.